Manufacturer narrative:
(B)(4). The pump was returned for pump error 43, pump error 41, and failed battery alarms found on (B)(6) 2021. Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, active current measurement, sleep current measurement, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 or pump error 41 alarms noted during testing. No failed battery alarms noted after battery installation. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, pump error 43 confirmed in the pump history/trace files on (B)(6) 2021 at 10:27am and pump error 41 confirmed in the pump history/trace files on (B)(6) 2021 at 10:27am. Failed battery alarm noted in the pump history on (B)(6) 2021 at 10:27am. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. ¿pump was cut open to perform visual inspection and found¿ corrosion damage¿on the motor. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Failed battery alarms not confirmed during testing or in the power management graph. However, pump error 43 and pump error 41 alarms confirmed in the pump history files on (B)(6) 2021 at 5:09pm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple pump error alarm and battery failed alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for the analysis.